Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 13-dec-2022 noise and possible artifacts were reported, in addition to the high shock impedance. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 the lead was capped due to fracture (B)(6) 2022 noise and possible artifacts were reported, in addition to the high shock impedance. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hm reported shock impedance > 150 ohms twice. All other values within range on hm recordings. Advised to evaluate lead further. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.